Event description:
Procedure: laparoscopic partial nephrectomy. According to the reporter: prior to use after setting sulu with indicator lamp lit, the jaw could not be moved even by applying the blue button and silver button. Replaced the handle device with setting the same sulu and then no problem was confirmed to complete the case. No pt involvement. Operating time not extended.

Manufacturer narrative:
Tracking number: (B)(4).